Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 3 for the same event. It was reported that during a cranioplasty surgical procedure, it was discovered that three drill bit devices broke while the doctor was pre-drilling for screws and the central tack ups. According to the report, new devices were opened to the field. The fourth device did not break. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. Medwatch form FDA 3500a (uf/ importer report # (B)(4)) was filed by the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the event occurred during a cranioplasty procedure on the left side of the brain. The reporter indicated that the devices were not available for evaluation. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.